Event description:
It was reported the programmer displayed an error message, and it was slow to boot up. Use of the service disk did not resolve the issue. The programmer was returned for repair. The programmer head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer was slow to boot. Loose ECG (electrocardiogram) connection found on a printed circuit board. Right antenna is out of specification. Loose and missing screws from hinge plate. (B)(4) rf (radio frequency) head cable is out of electrical specification.